Event description:
It was reported that while in thyroid surgery customer were unable to stimulate with a probe. After confirming wiring and the electrode check, an error showed up on screen saying, "patient interface fault detected, replace fuses". Ts had site check fuse lights on the side and site said one was blinking. Site grabbed another pi box on site and tried to swap them but was unable to get the second pi box to connect. System was still trying to connect to original pi box, ts had site fully turn that box off. Ts then advised plugging in the second pi box for wired connection and then moving back to wireless; or alternatively, replacing the fuses of the first pi box to continue on. There was no patient impact and surgery was not aborted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial/lot#: unknown. Other concomitant device which was used in this event was product ID: 8253075, serial/lot#: unknown, the product doesn't contribute to the reported malfunction which might have led to serious injury. H6: img code g02005 is applicable for product ID: nim4cpb1 this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.